Manufacturer narrative:
Common device name: catheter, urological based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
Consumer reports bleeding due to what he thinks was a sharp edge near tip, with use of ultram12 catheters. Consumer states he had an bleeding episode that was the "most blood he had ever seen in his past 32 years" of catheterization when he removed a catheter from his urethra a few weeks ago. He has used these ultram12s for years as he has cath'd for 32 years now and currently caths 8-10 x a day for retention from a auto accident spinal cord injury in 1974. He thinks the area the bleeding with coming from was at the entrance to his bladder and when he pulled catheter out he felt it "drag on something" in that area. No pain or difficulty getting it in at all. He thinks "it must have been a rough area on the catheter itself" to have caused this. He thinks he has a lot of scar tissue that could also be to blame. He said he has been "reamed out twice" of scar tissue build up in his uretha last being multiple years ago. He said he had subsequent burning following that cath and more bleeding in lesser amounts that occurred a few more times with the subsequent 3 or 4 caths after that one as he believes a scab formed inside and would get knocked out with those subsequent caths. Bleeding did stop on it's own and got less and less with those subsequent caths. Has not had this occur since with other ultram12s in that box or others since, however he is mindful to remove them slower, rotating slightly and more carefully now he said which works well. This occurred weeks ago, no longer has lot #. He did not seek medical attention for this. He said he just drank fluids to flush it out and feels better now. He does take an aspirin daily 81mg. It did not feel anything sharp passing through his urethra with the catheter he states caused the bleeding. He did not think to feel the catheter itself after he took it out from his urethra to see if it was indeed rough/sharp or defected in any way. He just thinks "it had to be a slight defect to tear the tissue as it did."